Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7189203.

Event description:
It was reported that when the patient woke up after the trial procedure, the patient experienced pain at the legs and feet. The patient was given oral and intravenous (IV) medication however it was not still unable to control the patients pain. The physician then opted to remove the trial leads and was hospitalized. The removed trial leads were not returned as they were discarded by the hospital.